Event description:
Event was reported to (B)(4) by an attorney. The patient suffers mesh erosion, mesh extrusion, pain during intercourse, and emotional distress. No further information has been provided.